Manufacturer narrative:
The manufacturer has received new and relevant information on 05/09/2022 and 05/11/2022 stating: the device caused the patient's nose to burn after usage, particles in airway from device, nasal/throat irritation or soreness, and dry throat. There is no report of medical intervention and no report of serious harm or injury. Section h6 has been updated to include the clinical codes.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient's nose to burn after usage, particles in airway from device, nasal/throat irritation or soreness, and dry throat related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.